Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. On the same day of diagnosis, the patient was treated with intraperitoneal (ip) injection of amikacin (125 mg per day) and ip injection of reflin (1 gram per day). At the time of this report the patient was recovering from this peritonitis event and treatment with antibiotic therapy was ongoing. Dianeal therapies were ongoing. No additional information is available.